Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior pelvic floor repair procedure on (B)(6) 2010. According to the complainant, the lead suture detached from the rest of the leg. The suture detached while pulling it through the tissue, outside of the body. The suture, with the needle at the end, did not fall into the patient. There was no reported bunching of the dilator, and the suture broke proximal to the hemostat that was being used to pull the suture. This was the first leg that was being implanted. The physician was able to successfully complete the procedure with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted.